Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It wa reported that the patient with this pacemaker had hematoma. Additional information indicated that an evacuation of hematoma was performed. No additional adverse patient effects were reported.